Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 03 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty, no primary diagnosis was provided in the medical record. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to loosening and pain. The surgeon indicated no evidence of infection. He reported the femoral component was well-fixed, and the patellar component was well-fixed, and neither of the above mentioned were revised. The surgeon reported the interfaces between the tibial implant and the cement were loose. He noted the implant was de-bonded from the cement and the cement was de-boned from the bone. The patient was implanted with attune knee system and depuy cement x 1, and there were no complications reported with the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2017 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 06 dec 2019. One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 30-apr-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.